Event description:
Tampon tore in half inside me: vagina [foreign body in reproductive tract]. Tampon tore in half inside me [device breakage]. Tampon tore in half inside me :while removing tampon [complication of device removal]. Cause was traced to design [product design issue]. Case description: consumer reported via e-mail that tampon tore in half inside her and split apart. No serious injury reported.